Event description:
As reported by the edwards (B)(6) affiliate, a transfemoral tavr procedure with a 26mm sapien 3 valve was performed in a patient with a history of evar and stent graft in the access vessel, right common iliac artery (cia). The stentgraft was partially stenosed and it required plain old balloon angioplasty (poba) prior to the esheath insertion. The sheath was inserted smoothly. When the delivery system was inserted and advanced, the valve on the delivery system became stuck at the area of the distal edge of the stent graft and there was apparent resistance. The operator pushed hard, but it could not be advanced. The operator pushed again but caused the delivery system to kink and became stuck. Fluoro revealed the valve was now deformed. The delivery system and sheath were removed as a unit. The hemodynamics became unstable. Angiography revealed a dissection at the distal edge of the stent graft. While the balloon was used to achieve hemostasis, a stent graft was implanted to cover the dissection. Hemodynamics were controlled with medication. A second set of devices was used to implant another 26mm sapien 3 valve. During the valve implantation the patient's hemodynamics became unstable. Cardiac massage was continued while the delivery system was removed. As re-bleeding from dissection was suspected, angiography was executed. There was dissection at the distal edge of stent graft which was implanted for repair. Another stent graft was implanted for repair and hemodynamics became stable.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. Per the instructions for use (IFU), vascular dissection is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. Investigation results suggest/indicate resistance while advancing the delivery system and valve through the sheath caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Investigation is ongoing.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2022-04677. Investigation is ongoing.

Manufacturer narrative:
The device was not received for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Imagery was provided. Calcification, stent graft, and undersized vessel diameter were present in the patient's access vessel. The minimum vessel diameter for use with the 14f esheath is >= 5.5mm. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The inability to advance the devices through the sheath and kink in the sheathwere unable to be confirmed due to no imagery/device provided. Furthermore, an existing technical summary has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. As reported, 'delivery system encountered difficulty in advancing through sheath and difficulty in withdrawing through esheath. The patient has history of evar and stentgraft was implanted in the access vessel, right common iliac artery (cia). The stentgraft is partially stenosed and it required plain old balloon angioplasty (poba) prior to the esheath insertion. The sheath was inserted smoothly. When the delivery system was inserted and advanced, the valve on the delivery system (inside the esheath) was stuck at the area of distal edge of the stentgraft'. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in the technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: - tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. There was no evidence of tortuosity present in patient's access vasculature - calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Returned imagery shows patient had calcification present in access vessel. Additionally, a stent graft was noted in the patient's access vessel, which can mimic calcification rigidity and restriction. - undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Returned imagery (figures 1 and 2) shows the patient had an undersized vessel diameter. - steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. There was no evidence of steep insertion angle used in procedure. Additionally, the technical summary applies to sheath kinks that may have resulted from or been caused by the increased resistance during advancement of the crimped valve and delivery system through the sheath. It is likely that the high push force exerted on the delivery system and sheath to overcome the resistance encountered caused the sheath to kink. The technical summary also outlines the extensive manufacturing mitigations in-place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient (calcification, undersized vessel, pre-existing graft) and procedural (high push force) factors may have contributed to the complaint events.